Event description:
First percutaneous coronary intervention was in 2007. Five stents were implanted in the left coronary artery as follows: 2.25x 23mm cypher select plus at the distal left circumflex, 2.5 x 23mm cypher select plus at the mid left circumflex, biomatrix at the left anterior descending, biomatrix at the left anterior descending-left main, and biomatrix at left circumflex. The patient came back for follow up angiography on four months later. The left circumflex lad, and lm all had restenosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01898. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.